Manufacturer narrative:
Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force used during suture passing/tightening /tensioning.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 11/18/2024, it was reported by a sales representative via email that four ar-3636 knotless 1.8 fibertak shuttle link snapped just before the mechanisms was fully converted. The surgeon tried to salvage the anchor by using a grasper to pull on the stump of the link and get the repair stitch through the mechanism, but the link continued to shred. The case was completed using another ar-3636 knotless 1.8 fibertak from a different lot number. This was discovered during an anterior and posterior labrum procedure on (B)(6) 2024.